Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reported there had been an issue related to the substituted syringe and involved patient impact. The customer reports an anterior vitrectomy had to be performed. The syringes are being used for hydro dissection and hydrating the wound. The luer lock tip design does not allow for securely attaching a cannula under pressure of bss, the cannulas have a tendency to fly off.